Event description:
It was reported that during a da vinci ventral hernia repair surgical procedure, it was noted that the mega needle driver instrument would not hold the needle during the procedure. The needle kept popping off the instrument, per the surgeon. The surgeon also had a issue with the needle while sewing. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instrument's distal pulley had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The mechanical indentation and burr damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.